Event description:
It was reported that right ventricular (rv) lead exhibited increased thresholds and loss of capture (loc). It was noted that the patient had fell recently. Troubleshooting was performed and there was no capture at maximum outs in the unipolar configuration and loc at 5.0v in the bipolar configuration. A chest x-ray was performed and the rv had dislodged. The physician elected to continue to monitor the patient and revise the rv lead when the device reaches the elective replacement indicator (eri) as the patient is not dependent on pacing. This rv lead remains in service. No adverse patient effects were reported.